Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported, that following an iol implant procedure. The lens was explanted, since patient was not satisfied with quality of vision. Clinical reason anisometropia. Replaced with monofocal. Additional information was added: as per the patient, develop starburst and halos, due to the lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted iol with reason patient dissatisfied with quality of vision through lens. Clinical reason anisometropia. Replaced with monofocal. Additional information requested.